Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3961 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional ¿the anti-reflux valve integrated into the PICC line very quickly became non-functional on two patients. With use clinicians noticed a spontaneous blood reflux which highlights this problem. PICC line needed in patient for transfusion and / or infusion. Sometimes very limited venous capital. Device placed in interventional radiology (therefore change not easy to organize and patients with already heavy care) patient who is very fragile due to their pathologies (increased risk of infection with defective device) consequence: we are forced to add an additional anti-reflux valve on the device to maintain its tightness.¿ this report addresses the first device and patient.